Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had a left ventricular (lv) lead placed into the left bundle branch area pacing (lbbap) of this crt-d due to physician discretion. At this time, no adverse patient effects have been reported. This product remains in-service. Subsequent additional information was provided that reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system visited the emergency room (ER) with bradycardia symptoms and ventricular fibrillation (vf) episodes. During interrogation this left ventricular (lv) lead that was in the left bundle branch area pacing (lbbap) was found to exhibit loss of capture (loc) and high pacing thresholds. The physician believed the cause of the loc and high pacing thresholds was due to dislodgement. A lead revision procedure was performed, and this lv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system had a left ventricular (lv) lead placed into the left bundle branch area pacing (lbbap) of this crt-d due to physician discretion. At this time, no adverse patient effects have been reported. This product remains in-service. Subsequent additional information was provided that reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) system visited the emergency room (ER) with bradycardia symptoms and ventricular fibrillation (vf) episodes. During interrogation this left ventricular (lv) lead that was in the left bundle branch area pacing (lbbap) was found to exhibit loss of capture (loc) and high pacing thresholds. The physician believed the cause of the loc and high pacing thresholds was due to dislodgement. A lead revision procedure was performed, and this lv lead was explanted and replaced with a new lead successfully. No additional adverse patient effects were reported.